Event description:
In 2008, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading inaccurately low. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical affairs specialist (mas) was unable to reach the patient and/or reporter by phone. It is unknown when the alleged issue started on the subject meter. On an unspecified date/time, approximately 3 weeks prior to contacting lfs, the patient's mother stated she found her daughter in a "diabetic coma." The reporter claimed she obtained a reading of "112 mg/dl" on the subject meter, but when she then tested the patient on her onetouch ultra meter she obtained a message of "hi," which appears when a blood glucose level exceeds 600 mg/dl. The reporter further claimed that the patient's blood glucose was "1700 mg/dl" when tested at the hospital. It would have been helpful to obtain the following information: the patient's testing frequency, how she manages her diabetes, what kind of results the patient was obtaining prior to the serious injury, if she developed symptoms, the date/time her symptoms started, results she was obtaining on the subject meter prior to and at the time of symptoms, and treatment received at the hospital. At the time of troubleshooting, the reporter read the following results from the subject meter to the cca: "101 mg/dl in the same month, at 7:48 am, 71 mg/dl on the same day, at 6:57 am, and "199 mg/dl on day prior, at 5:27 am." The reporter was on a cell phone at the time she placed the call to lfs and was unable to stay on the phone to complete the troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient's mother claims the patient was treated for hyperglycemia by an hcp after having obtained inaccurate low readings on the subject meter for an unspecified amount of time.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.